Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
It was reported the physician performed an atec breast biopsy procedure on (B)(6) 2018, and the "specimen get sucked into the needle, no aspiration of these specimens and no possibility to have them collected into the chamber. When inserting the marker into the atec biopsy device it pushed specimens back into the breast". The procedure was completed successfully with a second device. No patient injury reported.